Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Safety was slow to engage and had to be pressed multiple times before activating. 1. When you pressed the button, did the needle fully retract? No. 2. Did the button depress? Yes. 3. Did the needle start retracting and then stop, leaving the needle exposed? Yes. 4. If possible, could you please provide picture samples for investigation? Not available.